Event description:
It was originally reported that the balloon "would not inflate to its potential. It was already broken." The balloon was not tested prior to use; "it was only inflated for the procedure." There were no patient complications reported. Attempts to obtain additional information about the condition of the returned product were not successful.

Manufacturer narrative:
One thru-lumen catheter was received with a monoject 3ml syringe with limited volume of 1.5ml. The evaluation included a visual examination, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and windings, including 4.3cm of the catheter tip have broken off and were not returned. It was not possible to determine the timing of the tubing break or if it occurred during handling after the event reported. The product IFU states to minimize vessel damage, balloon rupture or tip detachment, do not exceed the maximum pull force of 2.0 lbs. On the inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. Although we have confirmed more significant damage of the returned unit than was originally reported, there was no evidence of a manufacturing nonconformance found during the evaluation. Without return of the entire unit, it cannot be determined what factors may have contributed to the failure reported. No actions will be taken at this time.